Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent implantation of suture during a herniotomy, hydrocelectomy, hydatid resection in 2009. Ten days later, the patient experienced a tissue reaction. Pustulation occurred at the lateral wound margin secretion without appearance of inflammation following granuloma formation. A swab three days prior to event, was taken and ten days later, the results were infections. The following month, the suture was removed followed by uninterrupted wound healing and regression of the granuloma.